Event description:
During the interventional procedural this balloon burst at 10 atmospheres, resulting in a dissection. The age and gender of the patient is unk. The target lesion was the common iliac artery. The length of the lesion was 6cm and the diameter of the vessel was 8mm. The physician made access at the femoral artery. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. There was no difficulty tracking the balloon catheter to lesion, through the vessel. When the balloon was in correct position in the lesion and inflated with an indeflator, it burst at 10 atmospheres, causing a dissection that was flow limiting. There is no information as to how the dissection was treated.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.